Manufacturer narrative:
Patient weight not made available from the site. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Synergy cranial software upgrade. - no further issues have been reported.

Event description:
A site representative, stealth coordinator, alleged a 3 millimeter inaccuracy occuring during a cranial laser induced thermal therapy procedure, while placing the catheter for laser ablation. They were using the precision aiming device and registered the patient with pointmerge registration and bone fiducials. They attempted to place the catheter using four different entry points on the skull. The catheter and fiber were placed in the correct anatomical location on their fourth attempt. Delay in therapy was 3.5 hours. The surgeon opted to continue and completed the procedure with the use of the navigation system.

Manufacturer narrative:
Software logs and exam archives were gathered and evaluated. The logs do not specifically indicate why the system was inaccurate. However, the inaccuracy is consistent with a problem with registration. The archives contained 28 series, none of which contained a saved registration. About half of the series appeared to be good enough to get a passing registration, and the other half contained large amounts of metal interference that would have made it difficult to pass registration. Unable to analyze or replicate further. Root cause could not be determined with information available.